Manufacturer narrative:
Eval summary: the returned glenosphere helmet has a tab broken off. The fractures of the glenosphere helmet were investigated. As a result the design of the helmet was modified. In june 2013 an FDA reportable recall was initiated to remove the helmets produced prior to the changes. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities.

Event description:
It is reported that part of the glenosphere's helmet broke off inside of the patient. The broken part was removed from the wound.